Manufacturer narrative:
The complaint sample met all chemistry specs including appearance. This is the only complaint rec'd for this lot number. The neutralizing tablets were not tested because they were beyond their expiration date. This is the only complaint rec'd for this lot number.

Event description:
Our office in (B) (4) reported (B) (6) male consumer indicated his woehlk geaflex contact lenses had fungal growth on them while using the oxysept disinfecting system. He noted that this was the second time this had occurred. He also noted that there were black dots in the solution in his lens case. In follow up it was learned that he routinely stored his contact lenses for 6 days and did not clean his lens case per directions for use. He sent his lenses to the contact lens MFR for analysis. The report found mixed deposits, jelly bumps and fungal growth. The contact lens MFR recommended a manual cleaning step with either sterile saline or a product such as blink-n-clean and continuing use of a hydrogen peroxide disinfection system.